Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited undersensing that caused pause episode being recorded. The programming changes were made. The patient was stable throughout.